Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during third inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different balloon. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.